Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 400 mg/dl. The customer stated the insulin pump stopped infusion and has called and was told it was the cannulas but it's not that because the insulin pump is not working. Customer states she tried to do a bolus but it wouldn't deliver because the buttons weren't working. Sunday morning blood glucose was 87 mg/dl when she left the hospital. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.